Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked blood during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during drug application via the injection cone of the peripheral intravenous cannula, unstoppable bleeding from the injection cone occurred. Presumably, the filter in the injection cone was defective. On the same day the event occurred several times with the above-mentioned system, however, also with different sizes of the indwelling venous cannula (20g / 18g / 17g)."

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked blood during use. The following information was provided by the initial reporter, translated from german to english: "during drug application via the injection cone of the peripheral intravenous cannula, unstoppable bleeding from the injection cone occurred. Presumably, the filter in the injection cone was defective. On the same day the event occurred several times with the above-mentioned system, however, also with different sizes of the indwelling venous cannula (20g / 18g / 17g)."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA#1379444 was initiated to address the issue. H3 other text : see h.10.